Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy xd mr ous 3.00 x 24mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with proximal stent struts lifted. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 12-may 2022. It was reported that crossing difficulties occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. After pre-dilation was performed with a 2.5x20mm maverick balloon catheter, a 3.00 x 24mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.